Event description:
It was reported following a non-device related procedure where a bovie was used. The patient underwent an implantable pulse generator (ipg) replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.